Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found insulation abrasion at 13.5cm from the connector pin. The insulation abrasion found is characteristic of lead friction to the ICD can.